Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2022. H6 component code: g07002 no device returned. The following information was requested, but unavailable: what was the name of the initial procedure? No further information is available. How was the suture placed (interrupted or continuous)? No further information is available. Which tissue layer, at which location was the suture, was used to close? No further information is available. Was there any medical or surgical intervention due to the 'fast absorption'? No further information is available. The amount of time between the suture placement and the ""fast absorption""? No further information is available. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? No further information is available. What in the physicians opinion are the factors contributing to the event? No further information is available. Patient demographics: initials / ID; age or date of birth; weight; gender no further information is available. Event date? No further information is available. Procedure date? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-operatively, it was reported that the surgeon felt that the product was absorbed faster than before. Further details are not provided from the hp. No sample will be returned. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.